Event description:
1988: implanted with silicone breast implants. 1988-1990: (9 months) neck, back pain. 1991-1995: episodic fever & sweats; raynaud's toes/fingers; limbs would go numb at night, dry eyes, mouth; rashes on chest, elbows, face; hair loss. 4/94: photosensitivity-malar (butterfly"rash) on face; joint pain. 5/94: systemic lupus erythematosus. Everything is documented.